Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle meter. The customer obtained readings of 500 mg/dl and 46 mg/dl within 10 minutes. All tests were performed on the thigh. There was no report of death, serious injury or mistreatment associated with this event.